Event description:
A pt was returned to surgery for complications approx three weeks following implantation of the device to correct an extended ventral hernia. The operative report from the second procedure indicated the presence report from the second procedure indicated the presence of a wound infection with feculent materail as well as an onterocutaneous fistuls. The implanted mesh was noted to be split in the upper mid portion. This portion of the mesh was excised and the repair ellectuated with sutures.